Event description:
It was reported that approximately 12 months post-implant of a bifurcated device, a suprarenal aortic extension and two limb extensions, a computed tomography scan revealed the bifurcated device had moved distally and was observed kinked. The physician elected to treat the patient by relining the bifurcated device with two competitor's balloon expandable stents and two suprarenal aortic extensions. The patient tolerated the procedure well. The patient underwent prior intervention (2031527-2013-00176, 2031527-2013-00325) to correct a distal endoleak that occurred approximately 5 months post-implant of the bifurcated device, a suprarenal aortic extension and two limb extensions. The referenced proximal endoleak was successfully treated with an additional limb extension.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Still procedural images were provided for clinical assessment, and were reviewed by the medical director with the following impression: studies show the bifurcated device had migrated distally resulting in a kink. It was reported that the aneurysm was very large without thrombus. There is no evidence of any defect in the implanted devices, but rather challenging unfavorable pathology. Based on the review of the information reviewed, patient challenging anatomy may have played a role in the reported issue. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.